Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that a 20ml syringe was inserted into the airbag interface of the foley catheter but there was no gas and liquid backflow. User stated that it was impossible to withdraw it and pulling the catheter out would cause resistance by extubation. Nurse stated that after cutting the urinary tube joint 5cm, inserting the needle into the airbag channel and repeatedly sucking for more than 10 minutes, the urinary tube was smoothly removed, and the airbag was checked for no gas or damage. The patient's urethra had no obvious damage. Nurse stated that the sterile urinary catheters for single use were coated with iodophor, and saline was injected into the balloon. Per follow up information received on 14dec2021, user stated that the balloon was not punctured using the needle and no impact to the patient and no medical intervention.

Event description:
It was reported that a 20ml syringe was inserted into the airbag interface of the foley catheter but there was no gas and liquid backflow. User stated that it was impossible to withdraw it and pulling the catheter out would cause resistance by extubation. Nurse stated that after cutting the urinary tube joint 5cm, inserting the needle into the airbag channel and repeatedly sucking for more than 10 minutes, the urinary tube was smoothly removed, and the airbag was checked for no gas or damage. The patient's urethra had no obvious damage. Nurse stated that the sterile urinary catheters for single use were coated with iodophor, and saline was injected into the balloon. Per follow up information received on 14dec2021, user stated that the balloon was not punctured using the needle and no impact to the patient and no medical intervention.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. The potential root cause for this failure could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the latex foley catheter product ifus were found to be adequate based on past reviews. The device was not returned.